Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 350 mg/dl and 165 mg/dl. No actions taken based on device results. No adverse event reported. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.